Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv and ra leads. During a generator change-out due to eri, the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two segments. Full breached degradations were noted at 4.7 cm and 5.5 cm from the connector pin. This is consistent with the observation from the field of noise. Other damages on these pieces were consistent with procedural damages.

Event description:
New information received notes that prior to the procedure, an insulation anomaly was observed on the ra and rv leads.